Event description:
A us distributor contacted zoll to report that a patient developed a peeling skin irritation under their left breast from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's nurse applied miconazole nitrate ointment, miconazole nitrate powder, an anti-fungal cream and gave the patient an oral anti-fungal medication for the skin irritation. The patient's physician advised removing the lifevest during the day. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.